Event description:
It was reported that a spectrum pump alarmed system error 322 (link switch error (low)). This occurred during testing in the biomedical department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
G4: combination product. B5: it was reported that a spectrum pump alarmed system error 332 (¿bad battery a/d¿). The device was received for evaluation. During functional testing, the reported problem "error code 332" was not reproduced. A review of the event history log revealed "system error 332 - bad battery a/d" messages. The device was not received with customer battery. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was undetermined however, rear case required replacement as a precautionary measure. This issue may result in a delay of therapy. A delay of therapy is not likely to cause or contribute to a death or serious injury. Should additional relevant information become available, a supplemental report will be submitted.